Event description:
It was reported through a general comment that an unspecified nc trek neo balloon dilatation catheter had to be removed with an unspecified guide wire as one unit. The balloon was observed to stayed crimped in the wire. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaints could not be determined. Possible factors that may contribute to resistance with the guide wire may include, but are not limited to, device placement technique, introducer sheath support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the distal shaft of the catheter. Possible factors that could contribute to a kink (crimp) include, but are not limited to, manufacturing, during unpacking at the account and/or removing the device at an angle during unpacking, or during handling for use. In this case, it is possible that that the reported crimped (kinked) damage contributed to the reported difficulty removing the guide wire; however, it is unknown when or how the damage (crimp/kink) occurred. A conclusive cause for the reported complaints could not be determined since the device or component were not returned for analysis, limited information was provided, and this was reported as a general comment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated to 9/1/2025. D4: the UDI is not known as the part and lot number were not provided.